Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately seven months and twenty three days of post port placement procedure via the right internal jugular vein, the catheter allegedly found to be cracked in the subcutaneous tunnel. It was further reported that catheter allegedly had leak near the port body. The port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong was returned for evaluation. Gross visual, microscopic visual, tactile and functional evaluations were performed on the returned device. The investigation is confirmed for the reported catheter fracture, fluid leak and identified deformation and wear issues as a partial circumferential break on the catheter was noted approximately 4.7cm from the distal end of the cath-lock and a circumferential split was noted on the catheter approximately 5.2cm from the distal end of the cath-lock. The surface of the partial circumferential break was rounded and granular. The surface of the circumferential split was also noted to be rounded. Further during functional evaluation, a leak from the partial circumferential break was noted on the catheter upon infusion. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, g3, h6 (device, method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately seven months and twenty three days of post port placement procedure via the right internal jugular vein, the catheter allegedly found to be cracked in the subcutaneous tunnel. It was further reported that catheter allegedly had leak near the port body. Patient reportedly had extravasation issue and port system was removed. There was no reported patient injury.